Event description:
New pt presented emergently with significant corneal and conjunctival inflammation, discomfort, and reduced vision, from overwearing and misuse of contact lenses. Pt had not had an eye exam or contact lens evaluation in more than 10 years, yet she continued to regularly order online and received contact lenses from (B)(6), without a valid rx. Her prior dr retired 5 years ago and closed his office, so passive rx verification, if attempted, would have been impossible. This online retailer is illegally distributing contact lenses and causing pt harm as a result. Emergent office visit revealed corneal edema, corneal staining, corneal neovascularization. FDA safety report ID# (B)(4).